Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure; fiber "tip cracked" was observed. The procedure was completed utilizing the second fiber. Patient outcome: ok; there was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks and severe contamination, likely biologic; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the fiber. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additionally it was reported that; joules used: 457,383, time expended: 67:27 mins. The fiber tip (cap) was not cleaned during the procedure.